Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration that was confirmed via x-ray. During the procedure, the physician encountered too much scar tissue to place the lead in the correct spot so he opted to explant the lead instead. The explanted lead will not be returned per hospital policy.